Event description:
The surgeon was doing a tibia nail and hit the nail when drilling for the first locking screw. He complained that the silver ring on the targeter was loose. He was given a second targeter and was able to drill for the screw but complained that it had the same problem.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed both targeting arms to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for a minimum of 4 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported misdrilling was not reproducible in a functional inspection; all nail holes were passed by a sample drill without nail contact. The root cause could not be determined. Most likely the user brought bending forces to the targeting arm during usage so that the drill got misaligned. As a secondary issue a slightly loosely connection of the right part was found on the targeting arm with lot code khi102934; the right part is slightly moveable with no effect to the target accuracy. Most likely the material was stressed in many sterilization cycles or go damages due to bending forces. No non-conformity identified; no actions are in place.

Event description:
The surgeon was doing a tibia nail and hit the nail when drilling for the first locking screw. He complained that the silver ring on the targeter was loose. He was given a second targeter and was able to drill for the screw but complained that it had the same problem.